Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C03090) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, chronic anemia and uterine fibroids. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), anxiety ("anxious"), vulvovaginal dryness ("hormonal changes describe: vaginal dryness"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), depression ("depressed") and panic reaction ("psychological or psychiatric problems condition: panic"). The patient was treated with surgery (hysterectomy with removal of the essure devices,salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, anxiety, depression, vulvovaginal dryness, panic reaction, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, panic reaction, pelvic pain, vaginal haemorrhage and vulvovaginal dryness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result not provided; on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received. Lot number added.lab data added. Concomitant condition and medication added. Events hormonal changes describe: vaginal dryness, abnormal bleeding vaginal, psychological or psychiatric problems condition: panic, migraines, headaches, nausea, fatigue, hair loss were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, chronic anemia and uterine fibroids. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), anxiety ("anxious"), vulvovaginal dryness ("hormonal changes describe: vaginal dryness"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), depression ("depressed") and panic reaction ("psychological or psychiatric problems condition: panic"). The patient was treated with surgery (hysterectomy with removal of the essure devices,salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, anxiety, depression, vulvovaginal dryness, panic reaction, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, panic reaction, pelvic pain, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: essure confirmation test doctor indicated confirmed with the exception of one of my tubes: but it was okay. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result not provided; on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.